Event description:
Medtronic received information via literature review that a study was performed to evaluate risk factors for dysfunction and failure of bovine valved conduits implanted for right ventricle outflow tract (rvot) reconstruction. The patient population included 156 patients implanted with valved conduits (serial numbers not provided), whom were predominantly male with a mean age of 5.8 years. Fifteen total deaths occurred, which included 11 deaths within 30 days of implant and 4 deaths during extended follow-up. Of the 11 early deaths, causes were attributed to low cardiac output syndrome due to myocardial failure (n=8), malignant arrhythmias (n=2) and pulmonary hypertensive crisis (n=1). Adverse patient effects included: increased postoperative mean gradients (n=22), conduit valve regurgitation greater than 2+ without evidence of aneurismal formation (n=25, however the abstract stated n=12), and distal conduit stenosis (n=1). Eight patients underwent percutaneous interventional dilatation of distal branch of pulmonary artery or distal anastomosis. Thirteen patients underwent conduit replacement, deemed to be due to somatic growth as principal etiology. All explanted conduits were free from calcification and valve leaflets were intact and pliable. The literature reported the valved conduit was never the cause of an adverse event, citing no device specific complications such as calcifications or degeneration of the conduit or valves. No additional adverse patient effects were reported. Additional information has been requested.

Manufacturer narrative:
The devices were not returned to medtronic. (B)(4). Title: bovine valved venous xenograft in pulmonary position: medium term evaluation of risk factors for dysfunction and failure after 156 implants authors: palma g., mannacio v. A., mastrogiovanni g., russolillo v., cioffi s., mucerino m., vosa c. Citation: the journal of cardiovascular surgery 2011 april;52(2):285-91.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Requests for additional information provided no further details. Conclusion: no device was returned, and no unique device identifier numbers were provided. Without this information a review of the device history record could not be performed and root cause could not be identified.